Manufacturer narrative:
E1 - initial reporter e-mail: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 and 2.2 cubie pockets were not showing up in the hardware test application. A field service engineer (fse) shut down the station, reseated all the cables in drawer 2, and restarted the station. The drawer was tested in the hardware test application (hta), and all tests were okay. The application was restarted, and the customer was able to access the drawers without any issues. The customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.